Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the patient's left anterior descending artery were unsuccessful due to resistance. The sds was withdrawn from the patient without complication. Flouroscopy showed that the stent had embolized to the left main coronary artery. The sds was re-introduced into the patient's left main coronary artery and a 2.0 balloon catheter was advanced through the sds and stent during retreval attempts. Although the stent appeared to be on the balloon, fluoroscopy revealed that the stent had embolized to the ostium of the left main coronary artery. The sds and balloon catheter were withdrawn from the patient without complication. The patient was sent ot coronary artery bypass graft surgery. Surgery was successful. The patient subsequently expired 2 days following surgery.